Event description:
Embolization treatment of an avm with onyx. During the procedure, it was reported the physician noticed that onyx had unintentionally entered the right side of the pt's brain. The procedure (under local anesthesia) was stopped when the pt experienced pain and the embolization appeared complete. Immediately post procedure, it was reported the pt could not maintain adequate blood pressure and intracranial perfusion was diminished which resulted in left side hemiplegia. The physician administered medications to increase blood pressure to adequate levels and symptoms disappeared. The pt completely recovered.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were consumed.